Manufacturer narrative:
Insulin pump passed the rewind, self, displacement, basic occlusion, occlusion, prime, excessive no delivery and prime/a33 tests. No motor error alarm or rewind anomaly noted. Motor passed motor test. Insulin pump monitored in 50 celsius oven for several days and no blank display noted. Insulin pump received with normal operating currents. No unexpected off no power alarm noted. No damage found on the c13/lcd isolation tape noted. Cracked display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window noted.

Event description:
It was reported that the customer experienced low blood glucose levels due to being on the insulin pump while the device rewound during priming. The blood glucose reading at the time of the call was 329 mg/dl. The customer reported that the insulin pump started vibrating and several errors alarmed, including motor error. She stated that the batteries were dead, and when she replaced them, she was unable to clear the alerts that prompted her to rewind. The customer reported that the insulin pump started rewinding on her; she did not detach her tubing and began experiencing low blood glucose levels. Advised the customer to disconnect while priming and offered to troubleshoot for low blood glucose levels, but the customer declined. We advised the customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.